Event description:
New information received notes the new left ventricular (lv) lead had dislodged and exhibited failure to capture. The lv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead had dislodged and exhibited failure to capture. The dislodgement of the lv lead was verified by x-ray. The lv lead was capped and replaced on (B)(6) 2025. However, the new lv lead had also dislodged, and the physician decided to leave the new lv in its current position. The patient was in stable condition throughout the procedure.